Manufacturer narrative:
The electrode lot number and the expiration dates were requested but not provided. The investigation reviewed the calibration and qc data; the results were within specifications. The investigation reviewed the alarm trace; the trace had an abnormal aspiration in the sample probe due to a sample clot or sample short error. The field service engineer (fse) inspected the module and found an occluded sipper nozzle had caused the event. He replaced the sipper nozzle and performed a successful precision check. The customer did not report any other issues after service. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received a questionable na electrode result from one patient sample tested on the cobas pro ise analytical unit. The initial na result from the module was 150 mmol/l. The repeat result from another module was 139 mmol/l. The provider questioned the result prompting the rerun of the patient sample. The repeat result was deemed correct.